Manufacturer narrative:
The reporter declined to provide the injector's name, and would not provide permission to contact the injector. Additionally they would not provide the other physician they saw or permission to contact them. The events of "swelling, achy joints, lumps and bumps, pain, paralysis, and hard time breathing" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause of these events.

Event description:
Patient reported that immediately after injection in the vocal cord "to lift up a flap in the vocal cord" with "juvederm," they experienced "swelling of the throat, swollen joints, achy joints, the joints are painful, lumps and bumps in the legs, painful and swollen feet, painful and swollen hands, painful and swollen neck, and they were paralyzed for two months." Patient also reported having a hard time breathing. Patient was "hospitalized and went to the emergency room twice." Patient stated that "tests were performed to check for clots in the legs but not clots were found." Patient also was seen by "another physician" concerning the symptoms, and was prescribed "oral steroids." Patient stated that they were in a car accident over a year prior to injection, and that the "vocal cord was injured in the car accident." Patient also had vocal cord surgery approximately 2 weeks prior to injection. Patient stated that the injecting healthcare professional "dismissed their concerns that this was due to the juvederm injection and denied that the symptoms were a result of the injection." Paralysis has since resolved.